Manufacturer narrative:
This issue was reviewed for MDR reportability when it was first received. Because the images retained in synapse pacs were still correct and diagnosis was performed in synapse, fmsu determined that this was a malfunction that would not be likely to result in serious injury in death. Moving fcr images to another system is typically done for storage or to send images and report to a referring physician. In the event image pixel data was improperly written to a patient, the referring physician would be able to likely identify the issue when reviewing the radiologist's report. (B)(4) later identified that there are sites where images are sent to other pacs for diagnosis (for example from remote locations where a radiologist is not available). In this case a radiologist may not have any indication that the patient image is an incorrect one, e.g., if patient a and patient b images were of the same anatomy.

Event description:
When an fcr image was forwarded from synapse pacs to another manufacturer's pacs, the image for patient a was also found in patient b's study in the destination pacs. (Patient b's original image was no longer in the study). Patient a's study was correct in the destination pacs. Both patient's studies remained correct in synapse pacs. No injury was reported; diagnosis completed using synapse pacs, prior to sending.